Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed.this international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.the initial emdr for the event of peritonitis was submitted in error under manufacturer number: 1423500-2010-00612.

Event description:
This is a spontaneous consumer report by a patient's family from (B)(6) of pyrexia in a male patient coincident with dianeal unknown therapy. On an unknown date, the patient began dianeal unknown therapy. On (B)(6)2010, the patient's family contacted baxter (B)(4) technical service center and stated the patient developed pyrexia. Outcome and causality were not provided. There was no allegation of device malfunction. Follow-up information was received on 04/12/10. In (B)(6)2010, the patient began dianeal-n pd-4 1.5% therapy. On (B)(6)2010, he developed peritonitis and was hospitalized due to the event. Vancomycin and ceftazidime were administered for the event. On an unknown date, the test for micro-organism revealed (B)(6). The peritonitis was resolving and peritoneal dialysis (pd) therapy was continued unchanged. The physician stated that the events were not related to pd therapy.